Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and indicated that the first quality control (qc) run on (B)(6) 2021 was acceptable before running the patient sample. The customer then observed an issue after the second qc was performed on the same day, post-sample run. The customer noted that qc level three (3) was out of range on the advia centaur cp instrument and noted the discordant falsely depressed total human chorionic gonadotropin (total hcg) result on one patient sample. The customer stated that repeat testing was performed, and the result was higher and considered correct. Siemens dispatched a customer service engineer to the customer site. The cse performed the preventive maintenance (pm) and replaced the wash-around pump. A calibration and qc test were performed, and the results were acceptable. The cse observed sample offset errors and replaced the sample tip, pressure sensor board, diluter, syringe valve, and pressure pump assembly. The advia centaur cp instrument was verified with qc. The cse noted no issues, and the results were within range. The instrument was operational post-service, and no further evaluation of the device was required.

Event description:
The customer obtained one discordant falsely depressed total human chorionic gonadotropin (total hcg) result on the advia centaur cp instrument. The result was not reported to the physician(s). The customer used the same sample and instrument to perform repeat testing. The customer noted the repeat result was higher and issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed total hcg result.